Event description:
It was reported that patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could obtained despite of good faith efforts.